Event description:
It was reported that a spectrum iq pump displayed close door message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿close door message¿ was not reproduced. A review of the event history log revealed multiple events of "shut door - power off!" Messages. A service history review found no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified. The cause of the condition was undetermined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.